Event description:
Name of procedure: sleeve gastrectomy. Event description: during laparoscopic sleeve gastrectomy used for clipping along the greater curvature. In total it occurred with 7 clip applier. All with the same lot. They were used at 6 sleeve gastrectomy's. Dates: (B)(6) and two at (B)(6). The sleeve gastrectomy's were performed by 2 different surgeons. (Name redacted). It was not possible to load the clips or clips are not loaded correct. In some cases, after not loading two clips at the same time appeared. Replaced with another applied clip applier, in one operation 3 clip applier needed until one was working there was no additional intervention required. Customer has used 7 clip applier with malfunction. They were able to collect 4 of these 7. They can be returned. Additional information received from applied medical representative via email on (B)(6) 2026: for all clip- appliers the same problem occurred. Clips could not be reloaded. It did not occurred for the first clip but on subsequent clips. The trigger could be actuated easy and complete. Clip applier was used with 12mm applied trocar and not used preloaded before insertion. There as no clip manually removed. Intervention: replaced with another applied clip applier, in one operation 3 clip applier needed until one was working there was no additional intervention required. Patient status: no patient injury reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit and all remaining clips loaded and closed properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: sleeve gastrectomy. Event description: during laparoscopic sleeve gastrectomy used for clipping along the greater curvature. In total it occurred with 7 clip applier. All with the same lot. They were used at 6 sleeve gastrectomy's. Dates: (B)(6). The sleeve gastrectomy's were performed by 2 different surgeons. (Name redacted). It was not possible to load the clips or clips are not loaded correct. In some cases after not loading two clips at the same time appeared. Replaced with another applied clip applier, in one operation 3 clip applier needed until one was working there was no additional intervention required. Customer has used 7 clip applier with malfunction. They were able to collect 4 of these 7. They can be returned. Intervention: replaced with another applied clip applier, in one operation 3 clip applier needed until one was working there was no additional intervention required. Patient status: no patient injury reported.